Manufacturer narrative:
The device was returned to olympus and the following reportable malfunctions were identified during the device evaluation: pixel defect. Based on the results of the investigation, it is likely the cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited an pixel image defect. There was no patient involvement.